Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. No DHR could be performed due to unknown lot#. H3 other text : see h.10

Event description:
It was reported that the unspecified bd posiflush syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via posiflush pmcf survey that the clinician experienced plunger movement difficulty within the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the unspecified bd posiflush syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via posiflush pmcf survey that the clinician experienced plunger movement difficulty within the past 12 months.